Event description:
The customer reported that the system was not booting up. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the bad connection on dc power panel. A fault was traced to a missing 12v supply to the c-arm. The rep replaced the mono cpu, the ffb, and the interconnect cable.